Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During inspection and testing, service found the image had black dots due to damage to the charge coupled device (ccd) unit. The instrument channel was damaged and leaking. The suction volume did not meet specifications due to the damage of the instrument channel. The scope connector was deformed and leaking. The insulation resistance did not meet specifications due to damage to the bending cover (a-rubber). The bending angle in the down direction did not meet specification due to wear of the angle wire. The bending angle in the left direction did not meet specification due to wear of the angle wire. The bending angle in the right direction did not meet specification due to wear of the angle wire. The right/left knob did not meet specification due to wear of the angle wire. The up/down knob did not meet specification due to wear of the angle wire. The light guide lens was worn, and the distal end cover was dented. The adhesive on the a-rubber was worn and scratched. The insertion tube was sticky. The control unit, grip, and scope cover were scratched, and the suction cylinder was shaved. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that there was a leak from the biopsy/instrument channel. There was no patient or user injury reported due to the event. During inspection and testing, service found the endoscope image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.